Manufacturer narrative:
(B)(4). It was reported that the patient was also given phenergan. On (B)(6) 2013, the patient was feeling better. Her dissolving sutures were trimmed. Slight inflammation was still present and skin was dry and peeling. The patient was given a silicon gel to apply. Soon after this, the patient had an episode of chest pain, abdominal pain and vomiting. Test results were normal. The patient also suffered pain beneath her left breast. These symptoms have now resolved. The patient has noticed a change in appearance of the skin where the topical skin adhesive was placed. The skin looks burned, healed but different. She has been advised to utilize silicone gel for scar management. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch geb229, batch gab582. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a bilateral breast reduction and bilateral abdominal lipectomy on (B)(6) 2013 and a surgical sealant was used. Post operative, the patient complained of itchiness but there was no obvious skin reaction noted. Approximately five to six days after surgery, the patient went to a local hospital to report severe itching at the incision site. She was treated with antihistamine but hospital did not inspect the wound or open the dressing. On (B)(6) 2013, the patient presented with severe itching despite being on antihistamine. When the dressing was removed, it was noted that there was blistering, bright red welts, and the skin was peeling. The patient was given antibiotic ointment and antihistamine.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.